Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a button error alarm that she was unable to clear due to unresponsive buttons. The customer then stated that she was recently hospitalized due to low blood glucose levels. The customer stated that she experienced low blood glucose levels while she was driving, and she crashed her vehicle. The customer's blood glucose reading was 33 mg/dl when the paramedics arrived. Troubleshooting could not be performed due to the unresponsive buttons. Advised the customer that the insulin pump would be replaced. Nothing further was reported.